Event description:
A customer reported the laser part malfunctioned after start up. Information regarding pt involvement and surgical timing has not been provided. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).